Event description:
It was reported that the tread tracks detached from the stair chair, and the device would not be able to engage stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.